Event description:
It was reported that the catheter had dislodged and coiled distal to the anchor. The spinal segment catheter was replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).